Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-33516. It was reported that the patient controller displayed the message, 'MRI is not advised, there may be a problem with the implanted leads.' Troubleshooting found high impedances. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg and lead were explanted and replaced to resolve the issue. Effective therapy was established post-op.